Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during drain 4 of 4. The home patient (hp) stated that he did not disconnect when the technical service representative (tsr) had the hp close the clamps. When he went to close the transfer set, the hp noticed that he wasn't connected. The tsr referred the hp to the nurse. The hc unit was operational. No patient injury or medical intervention was reported. On (B)(6) 2010, a follow up call was made to the clinic it was stated that the home patient became disconnected during the night. The secretary stated that the home patient came in and they changed his transfer set and gave him a (B)(6). The secretary stated that the home patient has been doing fine since this report. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). The home patient discarded the sample.